Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No button error alarms occurred. Inspected the device and had no trace of moisture damage found on the electronic/motor assembly. The device was monitored and no blank display or no unexpected failed battery test/battery out limit alarms or vibrating noted. The device had cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 237 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.